Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted anteriorly and two medial struts perforated the inferior vena cava wall contacting the aorta, one posterior strut contacting the l3-4 intervertebral disc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years one month of post deployment, a computed tomography (CT) abdomen and pelvis showed that the hook of the bard eclipse retrievable inferior vena cava filter was at the l2-l3 interspace. The inferior vena cava filter was tilted anteriorly and the hook contacted the inferior vena cava wall. All the struts of the inferior vena cava filter perforated the inferior vena cava up to 15 mm. Two medial struts perforated the inferior vena cava wall and contacted the aorta. One posterior strut perforated the inferior vena cava wall and contacted the l3-l4 intervertebral disc. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2013), g4. H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted anteriorly and two medial struts perforated the inferior vena cava wall contacting the aorta, one posterior strut contacting the l3-4 intervertebral disc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.